Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer¿s low blood glucose level was 37 mg/dl and 50 mg/dl. Customer also had different blood glucose levels of 72 mg/dl, 74 mg/dl. It was unknown that the customer was using auto mode or not. The pump will not be returned for analysis.